Manufacturer narrative:
The insulin pump was received with partial on display, problem isolated to lcd board. During visual inspection, no damage found on zebra connector. Analysis was unable to verify the prime anomaly due to lcd damage. The keypad buttons function properly. No damage found on keypad trace and on keypad connector. The insulin pump was received with cracked at corner display window, cracked battery tube threads and cracked at reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.